Manufacturer narrative:
No radiographic imaging was provided; therefore, it was not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. The device showed mechanical damage on both endplates, which was consistent of extraction damage. No laboratory results were provided. The cause of the event was unclear; however, the device did not appear to have failed mechanically at the time of removal.

Event description:
M6-c device explanted. No clinical reason provided. The device was explanted. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.